Manufacturer narrative:
The service representative inspected the module and determined the likely cause of the result issue the alinity pipettor probe (03r96-01) likely causing carryover. The alinity pipettor probe (03r96-01) were replaced, and the issue was resolved. No additional result issues were observed after part replacement. The instrument service history review revealed one additional service ticket associated with discrepant/erratic troponin patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module, alnty pptr probes (03r96-01) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number ai20703, or the alnty pptr probes (03r96-01) was identified.

Event description:
The customer observed false reactive alinity I hiv ag/ab combo and alinity I hbsag results. The samples were repeated with nonreactive results. The following data was provided(= 1.0 s/co is reactive): sid (B)(6) hiv ab/ag processed on (B)(6) 2024 (= 1.0 s/co is reactive): initial result = 1.13 s/co repeat results after centrifugation = 0.39 and 1.24. Sid (B)(6) hbsag quant processed on (B)(6) 2024 (< 0.05 iu/ml is nonreactive) it is unknown if the patient was previously determined to be reactive with a neutralizing confirmatory assay. Initial result = 0.13 repeat results = 0.0, 0.0, 0.0 iu/ml there was no reported impact to patient management.

Event description:
The customer observed false reactive alinity I hiv ag/ab combo and alinity I hbsag results. The samples were repeated with nonreactive results. The following data was provided(= 1.0 s/co is reactive): sid (B)(6); hiv ab/ag processed on (B)(6) 2024 (= 1.0 s/co is reactive): initial result = 1.13 s/co repeat results after centrifugation = 0.39 and 1.24. Sid (B)(6); hbsag quant processed on (B)(6) 2024 (< 0.05 iu/ml is nonreactive) it is unknown if the patient was previously determined to be reactive with a neutralizing confirmatory assay. Initial result = 0.13 repeat results = 0.0, 0.0, 0.0 iu/ml there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = sid (B)(6).